Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the belt failed incoming ECG fall-off testing. Upon evaluation, there was an open white (lead 1-) wire in the cable connecting the distribution node (dn) and ECG electrodes c and d. The cause of the non-functional electrodes and test failure is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the open wire.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.